Event description:
It was reported that two days following a coronary artery drug eluting stent treatment procedure, the patient experienced a stent thrombosis.the patient presented at the time of initial procedure with chest pain which was diagnosed as a myocardial infarction. Angiography was performed via a right femoral access and showed: 10% distal stenosis of the lm (left main), diffuse irregularities of the lad (left anterior descending), proximal occlusion of the cx (circumflex), and diffuse areas of up to 30% stenosis of the rca (right coronary artery). The proximal cx was pre-dilated with a 2.5x12mm balloon catheter and this 2.75x16mm taxus express2 drug eluting stent was deployed at 9atm. Angiography following stent placement showed a widely patent vessel. Two days following the initial procedure, the patient experienced chest pain and EKG showed st depressions in the anterior leads. Angiography showed a total occlusion of the cx within the stent consistent with a thrombosis. A thrombectomy catheter was utilized to re-establish flow; however, the tip of the catheter caused a dissection of the ostium of the cx. The dissection was treated with another 2.75x20mm taxus stent deployed at 9atm and post-dilated in the overlapping area at 10atm. Angiography following placement of this stent showed a widely patent vessel. The patient was reported to be "fine" following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.